Manufacturer narrative:
The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Event description:
It was reported that the ventilator while in use in high flow therapy (hft) mode it goes in and goes back to normal mode. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and advised that in the ventilator diagnostic logs there was an error code indicating cannot reach target flow. The customer advised that a full performance verification testing would be performed.

Manufacturer narrative:
Information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer reported that a full performance verification was performed on the unit, and the device passed all testing with no issues found. The unit was returned to use.